Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed noise on both stored and real time electrograms causing inhibition of pacing. Pocket manipulation did not cause increase the noise, but when the patient did deep breathing and coughing noise was produced. The noise was detected as ventricular fibrillation with the sensitivity set at least. Lead measurements were normal and stable.